Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic surgery the hub of the device melted. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-8400pr batch 15092388 was received for evaluation. The visual evaluation found that the plastic connector hub was melted. The shaft was bent, possibly because of the connector's deformation. No functional testing was performed due to the damage to the device. The most likely cause for the reported failure is a user error. According to dfu-0215 at revision 1. F. Precautions. 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry). 10. Running the device without the flow of irrigation (dry) will cause the device to excessively heat and may cause a thermal burn.